Manufacturer narrative:
According to the field service engineer, the hospital solved the reported problem by replacing the expiratory cassette. The expiratory cassette is only a measuring device. Deviations in the expiratory cassette will be detected during pre-use check.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).